Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer experienced at least three occurrences of the same malfunction and, as a corrective measure, was instructed by technical support to switch to multiple daily injections (mdi) as a backup therapy.